Event description:
It was reported that during implant, setscrew anomaly was observed. It was noted that lead stuck in the header. The lead and the device were removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description:the reported field event of setscrew anomaly was confirmed and was due to medical adhesive contamination. Medical adhesive was found filling the setscrew inset and the opening through the septum with some medical adhesive in the threads. The device was tested and no anomalies were found.